Manufacturer narrative:
The device was not returned to saluda for analysis, therefore it is not possible to reach a definitive root cause. The reported lead migration was confirmed via review of x-ray imaging provided. Lead migration which may result in undesirable stimulation changes is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. Based on the event description, some movement by the patient appears to have facilitated the migration. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported turning over in bed and feeling a popping sensation at the spine incision site. An x-ray revealed the implanted leads had migrated. A revision procedure was completed replacing the leads and anchors. Following the revision procedure, the patient was programmed into closed-loop therapy with adequate pain relief.